Manufacturer narrative:
The customer did not supply sample collection and centrifugation information. The laboratory has an accutni patient sample repeat analysis procedure. Prior to reporting results out of the laboratory, all patient samples recovering outside the laboratory's accutni normal reference range are re-analyzed for troponin on another method. The customer did not provide specific event qc data. Per the customer, the instrument was performing within qc specifications at the time bec contacted the customer. A clear root cause could not be determined for this event.

Event description:
When contacted by beckman coulter, inc. (Bec) marketing survey program (msp), a customer reported some occurrences of non-reproducible false positive troponin (accutni) results, generated by an access 2 immunoassay analyzer. Per the customer, the erroneous results were not reported out of the laboratory. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside of the laboratory.